Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. The customer's blood glucose was 390 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.